Event description:
Md noted atrial lead noise and in clinic today noise was present along with episodes of atrial undersensing with pwaves at o.lmv. Patient mentioned he had thumping sensation when sleeping at night that had been addressed before but only has a unipolar lead so vector options are limited so physician will refer to or. Kiehl for potential extraction of both leads. Noise on atrial egm. P waves 0.lmv and device reprogrammed to 0.lsmv sensitivity but still having some episodes of atrial undersensing (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).